Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a connection issue in which the patient experienced peritonitis coincident with peritoneal dialysis therapy. It was reported during a peritoneal equilibration test there was a disconnection between the y set and a bag of dianeal solution which subsequently caused peritonitis. The peritonitis was manifested by pyrexia. The patient was diagnosed with peritonitis while hospitalized for an unrelated unspecified event. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for peritonitis. Action taken with therapy was not reported. The patient¿s recovery status was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.